Event description:
It was reported that a physician's dell x5 handheld computer displayed an "error executing sql statement." A hard reset was performed, and it was then confirmed that the computer was performing properly. However, additional information was received on (B)(6) 2012, which revealed that the same error occurred again during interrogation. Since the event occurred again, a replacement computer was sent to the physician's office. The computer and related flashcard which revealed the sql error were received by the manufacturer on (B)(4) 2012, however, product analysis has not been completed to date.

Event description:
Product analysis for the handheld computer and software was completed on (B)(6) 2012. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and the reported allegation was verified and is expected behavior. An analysis of the handheld and flashcard software identified that the (B)(4) database was corrupt and that the file corruption occurred prior to the v8.1 upgrade. A root cause for file corruption could not be identified based on the available information. The v8.1 software performed as expected and transferred the corrupt database during the upgrade. It was also identified that the cyberonics80 did not match the databases in the handheld giving the indication that the flashcard was used to upgrade another handheld. No further anomalies were identified. The corrupt database for the v8.0 software is reported in manufacturer report number: 1644487-2012-03159.